Event description:
It was reported that balloon rupture occurred. Patient underwent endovascular treatment (evt). The 100% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous vessel. A 5.0mmx20mmx40cm sterling¿ balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed completely from the patient and the procedure was not completed due to unavailability of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).